Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had eczema in the past. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), migraine ("1st day very severe migraines") and eczema ("eczema") with pruritus, 3 years 8 months after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, migraine and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, eczema, menorrhagia and migraine with essure. No further causality assessment were provided for the product. The reporter commented: consultation with 3 different dermatologists diagnosing eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had eczema in the past. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), migraine ("1st day very severe migraines") and eczema ("eczema") with pruritus, 3 years 8 months after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, migraine and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, eczema, menorrhagia and migraine with essure. The reporter commented: consultation with 3 different dermatologists diagnosing eczema. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.